Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent a revision procedure wherein new leads were added.